Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: our staff has encountered issues with the magellan 25g needle. Our nurse experienced a malfunctioned safety glide thus she had to discard it without a cover which is also unsafe for the staff. The incidents were entered in the cedars sinai safe for further investigation and for tracking purposes if it warrants pulling it from our supplies.. She followed the correct safety technique. However, the needle bent out while she was pressing the safety glide. The needle is too flimsy so that it cannot support the glide. The incident was entered in the cedars sinai safe for further investigation and for tracking purposes if it warrants pulling it from our supplies.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.